Manufacturer narrative:
H6: investigation summary: one photo displaying two loose 1ml syringes with needles attached were received and evaluated. It was observed, both syringes in the photo had the plunger rod separated from the stopper and the tips of the plunger rods were missing. The broken plunger rod defect was rejectable per product specification. A device history review was conducted. Potential root cause for the broken plunger rod defect is associated with the assembly process. H3 other text : see h.10.

Event description:
It was reported that 5 bd 1ml syringe luer-lok¿ tips experienced stopper separation from the plunger during use. The following information was provided by the initial reporter: material no.: 309628 batch no.: 9322110, 9108801, 0002667, 0002662, 9092993. We have received several complaints alleging poor quality of the syringes bd code 309628. The patients report the syringes are 'flimsy', do not hold the medication properly and break easily. Patients are unable to inject medication. Additional communication received: will you please provide more definition/description regarding ¿flimsy¿? What part(s) are ¿flimsy¿? The plunger and seal. Will you please provide more definition/description regarding ¿syringes do not hold the medication properly¿? What part(s) is not holding the medication properly or what are they experiencing when this occurs? The patients are instructed to withdraw medication from a 3-ml vial and to change the needle while holding the syringe horizontally. Will you please provide more definition/description regarding ¿breaking easily¿? What/when are they experiencing breaking easily? The seal comes off the plunger.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9322110, medical device expiration date: 2024-11-30, device manufacture date: 2020-01-16. Medical device lot #: 9108801, medical device expiration date: 2024-03-31, device manufacture date: 2019-05-07. Medical device lot #: 0002667, medical device expiration date: 2024-12-31, device manufacture date: 2020-01-27. Medical device lot #: 0002662, medical device expiration date: 2024-12-31, device manufacture date: 2020-01-22. Medical device lot #: 9092993, medical device expiration date: 2024-03-31, device manufacture date: 2019-04-22. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 5 bd 1ml syringe luer-lok¿ tips experienced stopper separation from the plunger during use. The following information was provided by the initial reporter: material no.: 309628 batch no.: 9322110, 9108801, 0002667, 0002662, 9092993. We have received several complaints alleging poor quality of the syringes bd code (B)(4). The patients report the syringes are 'flimsy', do not hold the medication properly and break easily. Patients are unable to inject medication. Additional communication received: will you please provide more definition/description regarding ¿flimsy¿? What part(s) are ¿flimsy¿? The plunger and seal. Will you please provide more definition/description regarding ¿syringes do not hold the medication properly¿? What part(s) is not holding the medication properly or what are they experiencing when this occurs? The patients are instructed to withdraw medication from a 3-ml vial and to change the needle while holding the syringe horizontally. Will you please provide more definition/description regarding ¿breaking easily¿? What/when are they experiencing breaking easily? -the seal comes off the plunger.